Event description:
Related manufacturer reference number: (B)(4). It was reported that patient's right ventricular (rv) lead exhibited high capture threshold. It was further noted from x-ray that the lead was dislodged. During lead revision procedure patient's left ventricular lead was dislodged. Both leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event was lead dislodgement was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.